Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in the sections below with this report. Section b5 (updated summary has been added). Section b1 - unchecked adverse event. Section b2 - unchecked other serious injury. Section h1- changed to malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated event: the event involved product mmt-7020la, unk_reservoir, unomedical and mmt-1880. No product return was required for mmt-7020la, unk_reservoir, unomedical and mmt-1880.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose and blood glucose value. The customer also reported tape was not sticking. The event involved product mmt-7020la. The customer also experienced hyperglycemia. Troubleshooting was performed, and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The discrepancy between the sensor glucose value of 95 mg/dl and the blood glucose value of 400 mg/dl was not within the acceptable range. No further patient complications were reported. No product return was required for mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.